Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure on (B)(6) 2021. During procedure, when physician was pulling the peg tube through the incision, it broke. The physician retrieved the tube and procedure was completed with a new endovive standard peg kit push method. It was reported the procedure was performed to a patient that was in the ICU. There were no patient complications reported as a result of this event.